Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during insulin delivery. Customer reported a blood glucose (bg) level of 190 (mg/dl) and delivered a pump bolus. It was indicated that a non-tandem pump would be used for diabetes management.